Manufacturer narrative:
The investigation was started. The result will be provided in a follow-up report.

Event description:
It was reported that during a bronchoscopy the evita failed with a stuttering sound. The noise sounded like the test of the safety valve in the device check. In addition, the screen shut off and a continuous alarm sounded. The alarm displays changed constantly, so that nothing could be read except "malfunction". No patient injury was reported.

Manufacturer narrative:
The affected evita xl and the logbook were analyzed. The described event could be reproduced. The logfile shows that at the date of event the device performed a warmstart during a test run. On october 3, 2020, the device performed warm starts and alerted. Based on the logbook entries, this could be traced back to a short term collapse of the microprocessor supply voltage caused by a mixer cartridge that was difficult to move due to abrasion. The mixer cartridge sporadically caused a large gas flow. The associated pressure buildup was relieved via the safety valve and the expiration valve when the upper pressure threshold was exceeded. This resulted in the perceived stuttering sound. As a safety feature of the ventilator, the ventilator software analyzes and verifies that the software is running properly and that the hardware is functioning correctly. If this internal monitoring detects an error, the user is notified visually and acoustically of this internal error. Specific countermeasures are also initiated. One measure is the initiation of a warm start. The device itself switches off briefly and then switches on again. During this time, an emergency breathing valve opens to allow spontaneous breathing. After the start sequence has been successfully completed (approx. 8 seconds), ventilation is continued with the set parameters. Directly with the start of ventilation, an alarm "mv low" is triggered until the applied gas volume is greater than the set lower minute volume limit. In case of an unsuccessful warm start, a continuous audible alarm would be activated and the emergency breathing valve would remain open. Warm starts are repeated until the unit is turned off. If, in the event of a detectable failure of the ventilator, life support is no longer assured, ventilation of the patient with an independent ventilating device must commence immediately. The evita xl reacted upon a detected component failure as specified. Both mixer cartridges were replaced. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that during a bronchoscopy the evita failed with a stuttering sound. The noise sounded like the test of the safety valve in the device check. In addition, the screen shut off and a continuous alarm sounded. The alarm displays changed constantly, so that nothing could be read except "malfunction".no patient injury was reported.